Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm peek monopolar handle 33cm, it was noticed that the insulation was damaged throughout the distal and proximal ends of the shaft, as a result of possible improper sterilization methods. The insulation showed signs of heavy wear and fading of the black insulation. Dings and scratches were also noticed throughout the shaft of device. The 5mm, 33cm peek monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be improper sterilization methods, due to evidence of faded black insulation and a heavy wear throughout the distal and proximal ends of the shaft. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.